Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. Note: this complaint involved ten (10) separate dressings. A separate FDA form 3500a has been completed for each dressing.

Event description:
It was reported an aquacel foam dressing was being used as a primary dressing on a dehisced surgical wound to the abdomen. The wound was moderately exuding. The periwound skin, described as "fragile," was prepared using sensi-care protective barrier. Following the application, the dressing became saturated and began to lift quite quickly. A new dressing, aquacel extra, was used as a primary dressing and aquacel foam was applied on top as a secondary dressing. Again, the aquacel foam dressing continued to lift at the bottom and peeled up. Ten (10) aquacel foam dressing were used over the course of three (3) days, however, due to poor adhesion the pt was switched to a competitor's product (biatain). No further pt complications were reported.